Event description:
The medical surveillance specialist (mss) classified this complaint based on the customer service representative (csr) documentation. The lay user/patient contacted lifescan (lfs) customer service in 2009, and alleged that the cap was loose/falls off and there was a cocking control issue with her onetouch lancing device. She claimed that as a result of her lancing device not working, she became shaky and sweaty at an unspecified time after the reported issues began. The patient administered self treatment with juice and did not report any other forms of treatment. The patient denied having her blood glucose level tested with another device at the time of concern. According to the troubleshooting performed with customer service, there was no indication of misuse. This complaint is being reported because the patient allegedly developed hypoglycemia after the lancing device issues began. In addition, the reported issues were not resolved with troubleshooting. Replacement product was sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them, and inform FDA of product(s) that do not pass inspection in a supplemental report.